Manufacturer narrative:
Conclusion: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt had vns device removal due to infection (see medwatch report# 1644487-2010-02077). No issues were noted with the lead at that time. The explanted lead was returned to the manufacturer and underwent analysis. Upon analysis, a lead break was found. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. No other anomalies were noted. Note that since the electrode array section was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead.